Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under one of the ECG electrodes. The area was described as a red blister. The patient's nurse recommended that the patient use neosporin to treat the irritation. During a follow-up the patient reported that the blister had "popped" and now it was scabbing over. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.